Event description:
It was reported that during lead implant, there was high impedance noted on electrode #7. Post implant, the impedance remained high. The patient had no stimulation sensation. The lead had to be replaced. The patient had good stimulation after the replacement.